Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx1476 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2022 the patient is being treated in our hospital for renal failure. The medical staff used this dialysis catheter pack for the patient. When the hemodialysis tube of the central vein was punctured, the puncture burst, resulting in the failure of the guide wire to penetrate, resulting in bleeding, redness and swelling at the puncture mouth of the patient. Subsequently, the medical staff promptly stopped the dialysis catheter and replaced the puncture needle and guide wire of the hemodialysis tube to complete the follow-up treatment.